Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an infant heel warmer. The customer reports that when the package was activated in a newborn nursery, the heel warmer exploded and liquid came out and got onto the nurses hand. The nurse washed her hand and went to employee health where they examined her and stated that she was fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.